Manufacturer narrative:
The complaint and returned sample have been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. Vygon (B)(4) reports the following regarding this complaint. The customers' findings are confirmed. The catheter was leaking distal the wing. Microscopic examination of the faulty sample showed a tiny hole at the junction of catheter to wing which led to the leakage. A rough surface was visible at the opened area which is typical for a breakage the customer confirmed using chlorhexidine, which could weaken the catheter. It is essential to let disinfectants dry completely before the catheter is placed, as alcohol or organic solvents can damage the catheter material. The product lot number was not provided; therefore, we could not review the lot history record. As the catheter worked well for 16 days and each catheter is leak- and flow-tested before packaging a production fault could be excluded. Corrective action: to improve the awareness regarding the use of organic solvents (i.e. Alcohol based) with this catheter, CAPA # (B)(4) was issued to include a special warning leaflet inserted into each packaging, and a warning message is printed on the outside of each primary packaging. Further within CAPA (B)(4) different raw materials are tested which are more resistant to chemical degradation. This is an ongoing development.

Event description:
Dressing on catheter was removed and planned for replacement because it was no longer adherent on all sides. A tegaderm dressing is used at our facility. No tape or adhesive is used on the line. As the dressing was removed, a layer of the was pulled off with the tegaderm and the line began to leak

Manufacturer narrative:
The device was returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Dressing on catheter was removed and planned for replacement because it was no longer adherent on all sides. A tegaderm dressing is used at our facility. No tape or adhesive is used on the line. As the dressing was removed, a layer of the was pulled off with the tegaderm and the line began to leak. A new PICC had to be placed.